Manufacturer narrative:
One bipolar pacing catheter with monoject 1.3cc limited volume syringe was returned for evaluation. The balloon inflated clear and concentric and did not leak. Continuity testing confirmed a full open condition with the distal electrode circuit. A cut down confirmed the distal lead wire was broken at the weld. The proximal electrode was continuous and there were no intermittent or short conditions. No visible damage to the balloon, windings, or catheter body was observed. Visual examinations were performed with the unaided eyes. The customer report of pacing difficulty was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Event description:
It was reported that "it was unable to pace during use." There were no patient complications reported.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.